Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for routine follow-up. The left ventricular lead exhibited an intermittent loss of capture. The lead remained implanted.